Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which their system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not recharge the ipg for several years due to no longer using it. As such, the ipg became inoperable. As a result, the patient may undergo surgical intervention at a later date to address the issue.